Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a surgical procedure, the cannula was stuck in the patient due to the cement hardening after a period of time had elapsed. It was also reported that the patient required additional medical intervention to remove the cannula. It was further reported that the cannula was removed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during a surgical procedure, the cannula was stuck in the patient due to the cement hardening after a period of time had elapsed. It was also reported that the patient required additional medical intervention to remove the cannula. It was further reported that the cannula was removed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a surgical procedure, the cannula was stuck in the patient due to the cement hardening after a period of time had elapsed. It was also reported that the patient required additional medical intervention to remove the cannula. It was further reported that the cannula was removed successfully.